Event description:
Technician alleged that the brakes were not holding. No one was hurt or injured.

Manufacturer narrative:
Technician found that the brake cable assembly had slipped off the bearing in the block assembly. This caused the cable to be loose and in turn causing the break caster not to be engaged. Technician adjusted the cable to resolve the issue.